Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced a stroke that required percutaneous intervention (pci) and prolonged hospitalization. At the end of the procedure, the physician reported char on the thermocool smarttouch sf ablation catheter. The physician reported that the patient had a stroke following the char observation and was still in a coma at (B)(6) hospital where she went for percutaneous intervention. Patient required extended hospitalization. There were no error messages or product problem observed. No issues related to temperature or flow on the catheter. Generator ablation mode and thresholds: time 10s; power 50w; temperature, cutoff 40 degrees celsius, warning 37 degrees celsius; impedance, range on max. 250 ohms min. 50 ohms, delta on max. 100 ohms; irrigation, high flow 0-30w 8ml/min 30+ w 15ml/min, low flow 2ml/min, high flow pre-abl. 0s, post-abl. 0s.